Manufacturer narrative:
Event summary: the mapping catheter (B)(4) showed the shaft was kinked and broken from the middle of the shaft, no ECG signal wires were broken inside the shaft and loop was kinked. The mapping catheter failed the test, due to shaft being kinked/broken, and kink on the loop. The product analysis findings do not indicate a manufacturing related defect in conclusion, the mapping catheter (B)(4) failed the returned product inspection due to the shaft kink/broken and loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.